Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip had problem separating from the delivery device. They moved the slider distally, but the clip did not separate. Eventually, the clip separated after second or third movement of the slider and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.